Event description:
On/off button failed internal inspection performed in conjunction with return of product. (B) (4).

Manufacturer narrative:
Method: internal device memory reviewed. Conclusion: on/off button is secondary means of activating AED (IFU instructs use of pull handle). This issue is being reported as it cannot be conclusively stated that recurrence would not lead to adverse event.